Event description:
In the evening the pt's bipap machine alarmed and the nurse went to the pt's bedside. The nurse found that the machine was not pushing any air. The pt was ambu-bagged while the staff placed the pt on another bipap machine. The MFR was called and came to look at the machine 3 days later.